Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out the infusion set, but occlusion alarm recurred. Customer's blood glucose reached 962 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer was treated intravenously with insulin and fluids and was released on an unspecified date with the issue resolved, and no permanent damage. Customer reverted to an alternate method of insulin therapy.